Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 14326439/14326439.

Event description:
It was reported that the patient had an infection localized at the right temporal area of the head. Symptoms of redness and pus were noted. The physician was unable to determine the cause of infection or if it was device related. The patient was put on antibiotics and underwent an explant procedure. All device components were removed and discarded by the medical facility. The patient was doing well postoperatively.